Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the lab inr result. On (B)(6) 2014, the inratio2 inr was 4.1 and coumadin was held. This was the first test performed on the pt since admission to home health on (B)(6) 2014. The first drop of blood was not used and the sample was not immediately applied. In addition, a capillary tube was used to apply the sample. The pt's therapeutic range was 2.0 - 3.0. On (B)(6) 2014, the pt presented to the emergency room with complaints of sharp, left-sided chest pain with two (2) episodes of vomiting. The pt had chest pain with nausea two (2) nights prior but did not f/u and eventually the symptoms subsided. In the emergency room the pt was treated with unspecified medication and the chest pain resolved. Lab tests in the emergency room showed severe anemia with a hemaglobin (hgb) = 6.3 and hematocrit (hct)=20.7. In addition, the inr was not calculated, prothrombin time (pt) was greater than 120, elevated troponin and abnormal urinalysis. Chest x-ray showed early infiltrate in the right mid lung and small infiltrate in the right base versus subsegmental atelectasis. Treatment included admission to ICU, intravenous (IV) antibiotics for urinary tract infection and possible pneumonitis, transfusions of six (6) units of packed red blood cells and holding of all anticoagulants. Critical care, cardiology, renal and gastrointestinal (gi) evals were requested. Per nurse at home care facility and facility notes, the pt was hospitalized due to shortness of breath, chest pain, elevated inr due to warfarin use, internal bleed of unk origin. In addition, there was no surgical intervention related to the reported internal bleed of unk origin. On (B)(6) 2014, the pt was discharged home in stable condition. Though requested, there was no add'l info provided.

Manufacturer narrative:
Investigation pending.